Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient developed an infection around the implant site that could not be resolved, resulting in the decision to explant the device. The device was explanted on (B)(6), 2011. It is unknown whether there are plans to reimplant the patient with another device. The patient is bilaterally implanted.

Manufacturer narrative:
(B)(4).